Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident for this product was not performed because lot number was not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, the reported rupture likely caused the reported failure to deploy (activation failure). It should be noted there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for eval updated from 'yes' to 'no'.

Event description:
It was reported the procedure was performed to treat the left main artery. The 4.0x23 mm xience skypoint stent delivery system (sds) was prepared without issues and inserted into the anatomy and advanced without resistance. Once the target vessel was reached, the balloon was inflated. However, when 2 atmospheres (atm) was reached, it was observed the balloon stopped inflating. Therefore, negative pressure was pulled and blood was observed to be entering the balloon. Therefore, the sds was removed and replaced with another same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.